Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Side branch occlusion is a known complication of coronary stenting. The IFU warns the user that placement of a stent may compromise side branch patency and may require additional intervention. Shifting of plaque material and/or coronary artery spasms may lead to side branch occlusion. In this case, the lesion was long (30mm) and was heavily calcified, and it is possible that plaque material shifted during stent deployment, resulting in the side branch occlusion. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. There are vessel and lesion factors that may have contributed to the reported event. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
This female patient with a history of smoking and a family history of cad was admitted for coronary angiography due to unstable angina. Baseline cardiac enzymes showed troponin levels elevated less than 2 times uln. She was currently taking aspirin, plavix, statins and ace inhibitors. During the procedure, she received aspiring and plavix. No heparin or gpiibiiia inhibitors were administered. Angiography revealed an 80%, 30mm, de novo, irregular, concentric, heavily calcified, type c lesion in the proximal left anterior descending artery (lad). The lesion was predilated with a 2.75 x 30mm balloon inflated to 8 atms. A 3.0 x 33mm cypher select plus stent was deployed to 14 atms with poor results. The stent was post-dilated with a 3.0 x 30mm balloon inflated to 14 atms. During stent implantation in the proximal lad, the diagonal branch became occluded. The vessel was wired and kissing balloons were conducted in the lad/diagonal. Residual stenosis was 0% in the lad and 30-40% in the diagonal. There was timi iii flow throughout both vessels. The event resolved without sequelae.